Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report ¿ vertecem alone (no additional stabilization). The following are the reported complications: general complications - intraoperative (n=1) cardiovascular, (n=1) other, (n=1) not documented. General complications - postoperative surgical before discharge (n=4) cardiovascular, (n=1) cerebral, (n=1) death, (n=4) kidney / urinary, (n=4) pulmonary, (n=4) other, (n=2) not documented. Surgical complications - intraoperative adverse events (n=5) cement leakage not necessitating any intraoperative therapeutic measures, (n=2) dural lesion, (n=5) other. Surgical complications ¿ postoperative surgical before discharge (n=1) epidural hematoma, (n=1) radiculopathy, (n=2) other, (n=2) not documented. Postoperative complications - early (< 28 days) (n=2) epidural hematoma, (n=2) fracture vertebral structures, (n=2) motor dysfunction, (n=1) recurrence of symptoms, (n=1) sensory dysfunction. Postoperative complications - sub-acute (2-6 months) (n=1) adjac. Segment pathology, (n=2) fracture vertebral structures, (n=1) other, 26 reoperations at any level due to: (n=4) failure to reach therapeutic goals, (n=4) instability, (n=2) neurocompression, (n=4) adjacent segment pathology, (n=2) other, (n=14) unknown. 11 reoperations at the same level due to: (n=3) failure to reach therapeutic goals, (n=2) instability, (n=2) neurocompression, (n=2) adjacent segment pathology, (n=2) other, (n=2) unknown. This is for depuy synthes vertecem cement this report captures the all intraoperative and before discharge events: general complications - intraoperative (n=1) cardiovascular, (n=1) other, (n=1) not documented.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.